Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the device could not be interrogated through merlin.net or in the clinic. The device will be reprogrammed and the firmware will be updated at the next follow-up. The patient was stable.